Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. The customer got up and blood glucose was 132 mg/dl, then his sensor quit and after 3 hours later blood glucose was running high as 424 mg/d. The customer declined troubleshooting on insulin pump for high blood glucose and low blood glucose levels. The insulin pump will not be returned for analysis.